Manufacturer narrative:
After further evaluation, the suspect medical device was changed to from architect i2000sr list 3m74 to architect syphilis tp, list 08d06-42. The international product, list number 08d06-42 does not have a similar product with the same intended use distributed in the us. The u.s. List number 08d06-31 and 08d06-41is not intended for use in screening blood, plasma or tissue donors. Based upon this new information, this complaint is no longer a reportable event and no further followup will be provided. Evaluation is in process.

Manufacturer narrative:
Patient identifier: patient identifier of multiple is sample ids of (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) results on the architect i2000sr with 8 samples (sids: (B)(6)) that tested (B)(6) for (B)(6), igm screen, but alinity s (B)(6). No specific patient information was provided. No impact to patient management was reported.